Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances and user related. The stent elongation resulting in partial deployment into the introducer sheath appears to be due to case circumstances and using a larger diameter stent for the vessel. It should be noted that the supera instruction for use (IFU) states: select a stent with a labeled diameter equal to the vessel / duct reference diameter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% restenosis in the right superficial femoral artery (sfa). A non-abbott sheath was advanced and the vessel diameter was measured at 4.0mm with an unspecified intravascular ultrasound catheter. A 4.0x240mm and 4.0x150mm non-abbott balloon catheter were used to dilate the lesion for three minutes; however, a dissection occurred. Therefore a 5.5x150mm supera self-expanding stent system (sess) was advanced and the stent was being deployed, but the stent elongated and extended into the sheath. In order to release the stent that was deployed inside the sheath into the vessel, the non-abbott sheath was pushed into the stent so that the stent would create double layers, and then by pulling the non-abbott sheath it created triple layers of the stent. The stent was successfully released at the beginning of the sfa under fluoroscopy, no issue with the flow was noted. The dissection was successfully treated. There were no adverse patient sequela and no clinically significant delay. Although the vessel measured at 4.0mm, a 5.5x150mm supera stent was chosen for the procedure because a 5.0x150mm stent was not available. No additional information was provided.